Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/16/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: review of the black box data revealed an unexplained power on reset event on (B)(6) 2016. On investigation, the pump powered on using the returned battery cap, which was able to fully tighten. Battery cap was evaluated and determined to be within the required specifications. The battery compartment intact and without damage. The pump was exercised for 24 hours with loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation.